Manufacturer narrative:
Due to character limit in block e1 event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported prior to use that the cardiosave intra-aortic balloon pump (iabp) experienced a power issue and failed to power on. No patient was involved.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings and investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The equipment has mains power cable faulty and needs replacement. The repair is not yet completed. No further information is available complaint will be closed and, in the event, new information was to become available, this record will be reopened and updated.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field: h6 (component codes).

Event description:
N/a